Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an audible alert for undefined high rv and superior vena cava (svc) coil impedance. The rv lead detections were programmed off, and the rv lead was explanted/replaced. No patient complications have been reported as a result of this event.